Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator had been experiencing accidents and that their symptoms had returned about a week prior. The patient was attempting to adjust their settings as their symptoms had worsened over the prior 2 days. There were no additional patient complications.

Manufacturer narrative:
Block h11: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of incontinence was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this neurostimulator had been experiencing accidents and that their symptoms had returned about a week prior. The patient was attempting to adjust their settings as their symptoms had worsened over the prior 2 days. There were no additional patient complications.